Event description:
A report was received that the patient had a blood clot in the spinal canal after the permanent implant procedure. The patient was confined in the hospital and is undergoing rehabilitation for possible nerve damage in the legs. The event was not device related.

Manufacturer narrative:
Additional information was received that the patient had a hematoma that was not related to the procedure. The hematoma was removed.

Event description:
A report was received that the patient had a blood clot in the spinal canal after the permanent implant procedure. The patient was confined in the hospital and is undergoing rehabilitation for possible nerve damage in the legs. The event was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, artisan surgical lead, 50cm, description: (B)(4).